Manufacturer narrative:
A1: patient identifier: no patient involvement a2: age & date of birth: no patient involvement a3: patient sex: no patient involvement a4: weight: no patient involvement a5: ethnicity: no patient involvement a6: race: no patient involvement d4: lot number: requested, unknown d4: expiration date: unknown due to unknown lot number d4: UDI: unknown due to unknown lot number d6a: implanted date: no patient involvement d6b: explanted date: no patient involvement e3: occupation: cqva analyst h4: device manufacture date: unknown due to unknown lot number the production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The sample was not available for evaluation. The complaint was confirmed for improper device storage. The likely cause was determined to have been improper device storage resulting in light exposure which caused sheath embrittlement and breakage. The device history record (DHR) was unable to be reviewed since a valid lot number was not identified. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The terumo territory manager and his manager were on site at the hospital where they opened two angio-seal devices. They pulled both devices off the shelf to test and they both crumbled. The devices were stored in the pixus. Neither of the devices were used for patients.